Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was checked as a routine next day check and it was noted that the p-waves had shrunk and inconsistent thresholds. X-ray showed some difference in position, the lead had dislodged. The right atrial (ra) lead was revised and remains in use. No patient complications have been reported as a result of this event.